Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.14. The box is labeled as 3.25.